Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. The low reservoir alarm functioned properly. No low reservoir alarm anomaly was noted. The pump was monitored and had no display anomaly noted. The pump had minor scratched display window. The pump had no crack on reservoir compartment.

Event description:
The customer reported via phone call of high blood glucose readings, low reservoir alarm and display anomaly from the insulin pump. The customer's blood glucose reading was 458 mg/dl. The customer stated that she had uncontrollable diarrhea but was not sure if it was diabetes related or not. The customer also stated spotting. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was not sure if the basal rates were programmed accurately. The customer stated that the standard total is a little low. The customer stated that the lcd screen is very blotchy and difficult to read. The customer performed the self-test. The customer stated that the self-test was complete. The customer was advised to clean the pump.